Manufacturer narrative:
The customer's report was observed and attributed to a faulty lcd display. The lcd display module was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.